Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "biocell recall".

Event description:
Patient reported right side concerns with textured implant. Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Patient reported right side concerns with textured implant. Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness withing to spec) and missing shell assessed as inconclusive anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.